Event description:
The ge oec 9800 fluoroscopy system had the left (live) monitor go blank during a procedure. A reboot was required to restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The high voltage candlesticks were cleaned and re-greased and all voltages were assessed for specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.